Manufacturer narrative:
Upn- search corrected from (B)(4)- nc quantum apex mr 15mm x 4.50mm - 39124-1545 to (B)(4)- nc quantum apex mr 15mm x 5.00mm - 39124-1550. Catalog/model # corrected from 39124-1545 to 39124-1550. Device lot number corrected from 19214402 to 18567151. Device expiration date corrected from 05/31/2019 to 10/31/2018. Device manufactured date corrected from 05/04/2016 to 10/30/2015. Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. The balloon, tip, shaft, and hypotube were microscopically and tactile inspected. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination and tactile inspection presented no break or separation in the device. Microscopic examination however, revealed that the shaft was buckled 3mm ¿ 5mm distal of the bi-component weld. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during introduction, the balloon broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The (B)(4) stenosed target lesion was located in the mid left anterior descending (lad) artery. A 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during introduction, the balloon broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.